Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition, migration.

Event description:
Healthcare professional reported through national breast implant registry (nbir) "device migration/implant malposition". This record is for the left side. Device was explanted.